Manufacturer narrative:
H3 h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer reported issue. However, the event history log showed many downstream occlusion (dso) alarms. Contamination/dirt was found at the dso sensor area. The manufacturer representative replaced the dso sensor and main board.

Event description:
It was reported that the pump showed error "downstream occlusion." There was unknown patient involvement, and unknown signs or symptoms.